Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11.5 cm proximal to the is 1 connector pin. The proximal and medial fragment were received for analysis. The distal fragment including the rv shock coil and lead tip was not returned. An extraction aid was found on the medial fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the medial fragment was found abraded through, which is assumed to be root cause of the reported oversensing. Furthermore, calcified tissue residuals were found in this region, which had impact on the maneuverability of the lead and led to excessive mechanical stress. Further damages such as a fractured conductor cable leading to the rv shock coil, most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 143 months, oversensing on the ventricular channel was reported. The lead partially extracted.